Event description:
It was reported via clinic notes received that the patient had a recent increase in the number of seizures. It was noted that the patient's grandmother reported 10-15 seizures per week. Operative notes received with the clinic notes indicated that the patient experienced an increase in seizure activity going from 1-2 per month to 5-6 per day. It was noted that the physicians thought that it may be due to the battery as the device had been implanted for 6 years at that point. However, a definite assessment was not clarified. It was also noted in the operative notes that it was not unusual for the patient to have 3-4 "mild" seizures per day. Clinic notes received with the operative notes indicated that the patient had a recent increase in the number of seizures. It was noted that the patient's grandmother reported 10-15 seizures per week. The patient underwent vns generator replacement surgery. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.